Event description:
It was reported that after changing a dexcom g7 sensor, the user only saw glucose readings in the dexcom app and not on the ilet pump due to not pairing the new sensor with the ilet, which led to elevated glucose. The issue was addressed through troubleshooting and education, including a toggle procedure and re-pairing, after which the ilet resumed displaying readings. Symptoms included hyperglycemia peaking at 376 mg/dl with confusion. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the event was attributed to improper procedure in not pairing the sensor with the ilet; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.